Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent deployment difficulties occurred. The target lesion was located in the highly calcified right coronary artery (rca) proximal, middle and distal segments. The physician started by using a 1.5 mm rotablator burr. Once the lesions were open, several semi compliant balloons were used to pre-dilate the lesions. The angiography revealed a good opening of the coronary artery and good pre-dilatation of the lesions. After pre-dilatation, the physician selected a promus premier 3.5 x 38 mm which was advanced in the right coronary artery up to the first free angulation in the rc2. The promus premier was blocked in this angulation and the physician tried to advance it in order to cover the lesion. The promus premier stent was able to reach the target site, but when inflated only the distal part of the stent inflated for several millimeters. The physician noticed a loss of pressure and the rest of the stent did not open. The delivery system was retrieved and it was noticed that the proximal part of the balloon (before the stent) was pierced causing the inability of inflating the stent. A 1.2 mm unspecified balloon was used to finish deploying the stent but without success. While attempting to position the 1.2 mm balloon, the guide catheter and the guide were withdrawn from the coronary artery. The physician positioned another guide and several other non-compliant balloons to press the stent against the coronary artery wall. The procedure was completed with three other promus premier stents to open the coronary artery and finish pressing the stent over the wall. Upon completion of the procedure there was an unsatisfactory electrocardiogram (EKG) as well as no flow requiring monitoring the patient in the intensive care unit (ICU).

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent deployment difficulties occurred. The target lesion was located in the highly calcified right coronary artery (rca) proximal, middle and distal segments. The physician started by using a 1.5 mm rotablator burr. Once the lesions were open, several semi compliant balloons were used to pre-dilate the lesions. The angiography revealed a good opening of the coronary artery and good pre-dilatation of the lesions. After pre-dilatation, the physician selected a promus premier 3.5 x 38 mm which was advanced in the right coronary artery up to the first free angulation in the rc2. The promus premier was blocked in this angulation and the physician tried to advance it in order to cover the lesion. The promus premier stent was able to reach the target site, but when inflated only the distal part of the stent inflated for several millimeters. The physician noticed a loss of pressure and the rest of the stent did not open. The delivery system was retrieved and it was noticed that the proximal part of the balloon (before the stent) was pierced causing the inability of inflating the stent. A 1.2 mm unspecified balloon was used to finish deploying the stent but without success. While attempting to position the 1.2 mm balloon, the guide catheter and the guide were withdrawn from the coronary artery. The physician positioned another guide and several other non-compliant balloons to press the stent against the coronary artery wall. The procedure was completed with three other promus premier stents to open the coronary artery and finish pressing the stent over the wall. Upon completion of the procedure there was an unsatisfactory electrocardiogram (EKG) as well as no flow requiring monitoring the patient in the intensive care unit (ICU).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified solidified fluids within the lumen. An attempt was made to try an inflate the balloon, however these attempts failed. The device was left to soak in a waterbath, following which the shaft was freed of any solidified fluids that may have been restricting flow through the device. On the second attempt to inflate, pressure could not be maintained. Microscopic examination of the balloon wall revealed a pinhole. There appeared to be no other damage/defects attributed to the balloon. The stent was not returned for analysis as it was placed in the lesion site, however, crimp markings were evident on the wall of the balloon. The bumper tip of the device showed no signs of damage. The shaft polymer and hypotube found no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent deployment difficulties occurred. The target lesion was located in the highly calcified right coronary artery (rca) proximal, middle and distal segments. The physician started by using a 1.5 mm rotablator burr. Once the lesions were open, several semi compliant balloons were used to pre-dilate the lesions. The angiography revealed a good opening of the coronary artery and good pre-dilatation of the lesions. After pre-dilatation, the physician selected a promus premier 3.5 x 38 mm which was advanced in the right coronary artery up to the first free angulation in the rc2. The promus premier was blocked in this angulation and the physician tried to advance it in order to cover the lesion. The promus premier stent was able to reach the target site, but when inflated only the distal part of the stent inflated for several millimeters. The physician noticed a loss of pressure and the rest of the stent did not open. The delivery system was retrieved and it was noticed that the proximal part of the balloon (before the stent) was pierced causing the inability of inflating the stent. A 1.2 mm unspecified balloon was used to finish deploying the stent but without success. While attempting to position the 1.2 mm balloon, the guide catheter and the guide were withdrawn from the coronary artery. The physician positioned another guide and several other non-compliant balloons to press the stent against the coronary artery wall. The procedure was completed with three other promus premier stents to open the coronary artery and finish pressing the stent over the wall. Upon completion of the procedure there was an unsatisfactory electrocardiogram (EKG) as well as no flow requiring monitoring the patient in the intensive care unit (ICU).